Event description:
It was reported that the tubing was not connected to the unit allowing blood to escape. It was unk by the account if the blood was to be reinfused or if the device was just intended to be used as a collection reservoir. There was a delay (length unk) while a back-up device was retrieved. There were no adverse consequences reported.

Manufacturer narrative:
Multiple attempts have been made to obtain the device for eval. However, there has been no response from the account. Therefore at this time it is being assumed the device will not be returned to the MFR for investigation.